Event description:
Additional information was received from the consumer. When patient was asked what were the circumstances that led to your bladder suddenly completely voiding, they replied when walking to the bathroom. When asked what were the circumstances that led to the pulsating stopping/loss of stimulation after setting stimulation to a level where you could feel it and the circumstances that led to the stimulation being too strong for you, the patient responded: didn't push button to keep stimulation operating. When asked what steps were taken to resolve the bladder suddenly completely voiding and it happening when you would bend over to tie your shoes, the pulsating stopping/loss of stimulation after setting stimulating to a level where they could feel it and the stimulation being too strong for you the patient responded that they changed the program. There were no further complications reported/anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor patient reported that they had a couple instances where their bladder suddenly completely voided and that it happened when they bend over to tie their shoes and stood back up again ,he had the urge to use the bathroom and when he stood up he completely voided before he could make it to the bathroom. Patient already increased amplitude and feels uncomfortable pulses in his pelvic floor, presently on program 4 at 1.1v. During the call, it was determined that they had the ability to change programs and/or adjust stimulation. Stimulation was decreased and patient felt stimulation in the correct area. Patient program was changed to program 1. No further complications were noted or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. It was reported by the patient that they were following up in regards to the last call they made to patient services. The patient reported they were not sure if the ins was working because they would set the ins to a level where they could feel it, but after they were done using the programmer the pulsating would stop/the patient would lose the feeling of stimulation. The patient reported that when they felt the stimulation it was ¿uncomfortably strong,¿/the stimulation was too strong for the patient. The patient stated that it was on saturday when they were using the programmer. While on the call, the patient synced with the programmer and it showed that stimulation was off. The patient noted that the implant was at 2.9v on program 2. Button use and icon meaning was reviewed with the patient and the patient stated they didn¿t know how the ins was turned off. The patient felt stimulation and that it was uncomfortable. The patient then decreased the stimulation to 2.5v and confirmed that the therapy was not comfortable. When asked if the patient had noticed all of these issues on saturday, the patient stated they thought so. There were no further complications reported/anticipated.